Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 29mm portico valve (serial: (B)(6)) was chosen for implantation utilizing a large flexnav delivery system. Sufficient calcium was present. Pre-dilatation was performed with a osypka 22mm balloon. Implant depth at 80% was 3mm, at release depth was 1mm. During deployment, implanter couldn't achieve delivery system in neutral position/to slight forward pressure. After release, the valve migrated towards the aorta. All three retainer tabs were confirmed released. Since there was no coronary obstruction, the valve was not snared. An additional 29mm navitor valve was then implanted valve in valve. Post dilation was performed with osypka 26mm balloon due to presence of perivalvular leakage (pvl). The post dilation resolved the pvl. The patient remained hemodynamically stable throughout the procedure. There patient was reported to be stable.

Manufacturer narrative:
The device was not returned for analysis. An event of perivalvular leak (pvl) was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported pvl was related to procedural conditions (valve-in-valve procedure). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.